Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. The patient's blood glucose was not recorded. The patient does not recall any significant events that led to the incident and claims that her insulin pump works as designed. The customer was treated for diabetic ketoacidosis at the hospital. The customer was told to change the reservoir and infusion set on the insulin pump. The customer declined trouble shooting. The caller was advised that we will reach out to them in 90 days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.